Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02, serial/lot # (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that following an implant procedure the patient was experiencing neurological deficit. The physician assessed that the patient had a procedure related hematoma and the physician performed decompression and removed the hematoma. The ipg and paddle lead were explanted. The patient has regained function of her legs and is reportedly doing fine.

Event description:
A report was received that following an implant procedure the patient was experiencing neurological deficit. The physician assessed that the patient had a procedure related hematoma and the physician performed decompression and removed the hematoma. The ipg and paddle lead were explanted. The patient has regained function of her legs and is reportedly doing fine.

Manufacturer narrative:
The explanted ipg and paddle lead were not returned to bsn as they were discarded by the medical facility.